Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that the lipids are not being allowed to pass through the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris¿ pump module infusion set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: the lipids are not being allowed to pass through the filter on 3 material numbers: 10010453 10942011 22020007.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd alaris¿ pump module infusion set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: the lipids are not being allowed to pass through the filter on 3 material numbers: 10010453. 10942011. 22020007.